Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-oct-2018 with the following findings: review of the pump alarm history revealed records indicating frequent replace battery alarms. On investigation, the pump powered on normally and electrical current draws were evaluated and found to be within specifications. A battery life issue not duplicated during the investigation. There was moisture corrosion noted in the battery compartment. Leak testing confirmed moisture ingress into the battery compartment. Additional moisture damage was found inside the pump on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.